Manufacturer narrative:
H6: investigation summary . Scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2/2 sys ivd, part # 338962 and serial # (B)(6). Problem statement: customer reported a complaint regarding carryover. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 28may2020 to date 28may2021. Complaint trend: there are 4 complaints related to the issue of carryover; date range from 28may2020 to date 28may2021. Manufacturing device history record (DHR) review: DHR part # 338962 serial # (B)(6) , file # 338962-338962-v33896202362-100630196-15, was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the observed carryover by the customer could not be determined. The customer reported that they had been observing continued carryover when running samples. An fse (field service engineer) was brought onsite to observe the issue, and they cleaned the fluidics chamber with contrad. The fse was unable to reproduce the issue, and when the customer tested the instrument, they confirmed that the instrument was not producing carryover anymore and was functioning as expected. No parts were requested for evaluation as there were no parts replaced. Although the unexpected results were from patient samples, no patient was treated nor harmed from incorrect results. When the carryover was detected, the customer used another instrument to rerun the samples and thus there was no misdiagnosis or delay in treatment. The results were captured prior to any diagnosis decision and was reported to bd as not expected. Proper daily and monthly cleaning can help in reducing the risk of carryover, and can be found under ¿maintenance¿ in the user guide; bd facscanto¿ flow cytometer instructions for use, #23-14730-03 rev. 1/vers. A, page 149. The safety risk is limited, s2, and there was no impact to patient health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: (B)(6) 2015. Defective part number: n/a. Work order notes: o subject / reported: 338962 - bd facscanto ii cytometer 4/2/2 sys ivd - drag. O problem description: the client reports that: "there continues to be a lot of carry-over. We do not know where the problem comes from. We have done washes, we changed the water, but the tube and with new water, is still" dirty ".". O work performed: cleaning with contrac of the chamber checking the fluidic system. I can't reproduce the problem, I wait for the customer to process samples to check if the equipment is working properly. 04-06-2021 the client informs me that the equipment works correctly, remains operational and working o cause: cleaning with contrac of the chamber checking the fluidic system. I can't reproduce the problem, I wait for the customer to process samples to check if the equipment is working properly. 04-06-2021 the client informs me that the equipment works correctly, remains operational and working o solution: cleaning with contrac of the chamber checking the fluidic system. I can't reproduce the problem, I wait for the customer to process samples to check if the equipment is working properly. 04-06-2021 the client informs me that the equipment works correctly, remains operational and working returned sample evaluation: a return sample was not requested because there were no parts replaced. Risk analysis: risk management file part #ra335860-08, rev. 08/vers.a,facscanto fluidics fmea¿was reviewed. No new hazards have been identified and the current mitigation¿is¿sufficient.¿the severity rating in this file is ¿2¿ and the rpn is ¿70¿ based on the previous scale rating. This rating is equivalent to ¿s2¿ in sop6078-02 rev. 12/vers. J, whereby the unexpected results from carryover is obvious or indicated by additional (warning) information and hence the impact to the patient is negligible to none. The current mitigations are adequate with rpn under acceptable range. Hazard(s) identified? Yes no. O item: 10. Sit ID/od flush. O function: 10.1 clean sie ID/od, reduce carryover. O potential failure mode: 10.1.1 saline drop hangs on end of sit after purge cycle. O potential effect(s) of failure: 10.1.1.1 drop enters next sample and dilutes it; event rate drops. O potential cause(s)/mechanism(s) of failure: drop stuck to sit. O current controls: user observation of event rate. O recommended actions: warn about effect in user's guide. O actions taken: complete: bd facscanto flow cytometer user's guide, p/n 337969a, chapter 3, bd facscanto safety booklet, p/n 337956a. O severity: 2. O occurrence: 5. O detection 7. O rpn: 70. Mitigation(s) sufficient yes no. Root cause: based on the investigation results the root cause of the carryover could not be determined. Conclusion: based on the investigation results the root cause of the carryover could not be determined. The fse cleaned the fluidics chamber with contrad, and found that they could not reproduce the issue. They then had the customer run samples to confirm if the instrument was working as intended on their end, and the customer reported that it was functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the erroneous results. The safety risk is limited, s2, and there was no impact to patient health or safety.

Event description:
It was reported while testing with bd facscanto¿ ii carryover of patient samples occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: the client reports that: "there continues to be a lot of carry-over. We don't know where the problem comes from. We have done washes, we changed the water, but the tube and with new water, is still" dirty. " the samples were patient samples. When the customer realized there was a problem, she prepared again the tubes and she used another instrument to analyze the samples.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing with bd facscanto¿ ii carryover of patient samples occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: the client reports that: "there continues to be a lot of carry-over. We don't know where the problem comes from. We have done washes, we changed the water, but the tube and with new water, is still" dirty. " the samples were patient samples. When the customer realized there was a problem, she prepared again the tubes and she used another instrument to analyze the samples.